Event description:
It was reported that an ilet bionic pancreas had a cracked screen that rendered the touchscreen unresponsive, preventing swipe-to-unlock and access to the menu; the user transitioned to multiple daily injections and continued cgm monitoring with a compatible app. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no injury, no medical intervention beyond switching to alternative insulin therapy, and no hospitalization. Investigation included triage over the phone, confirmation of device behavior, review of provided photo evidence, and instructions for device shutdown and data handling. Investigation of this device revealed physical damage to the display assembly with loss of touch functionality consistent with user-reported screen crack, and the device was otherwise stable without alarms during the call. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact, not a manufacturing or design issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.